Event description:
Discordant, falsely low sodium results were obtained on patient samples on a dimension exl with lm instrument. The customer stated that some discordant results had been reported to the physician(s) and that corrected reports were issued upon repeat testing. The customer had one example (sid (B)(6)), and the initial discordant result was reported to the physician(s), who questioned the result. The sample was rerun on the same instrument and resulted higher, but was lower than expected. It is unknown if the rerun result was reported to the physician(s). The sample was then repeated on another dimension exl instrument and resulted higher. The rerun result from the other dimension exl instrument was reported to the physician(s) as the correct result. There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results for sid (B)(6). It is unknown if there was any patient intervention or adverse health consequences for any other patients due to the discordant, falsely low sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that tubing and waste tubing should be replaced and the rotary value should be changed, which the cse did. The cse then verified the instrument functionality. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.